Manufacturer narrative:
Approximate age of device- 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that candida and mrse did not go away after the pump exchange in (B)(6) 2018. In (B)(6), the patient had sepsis, and a hemorrhagic stroke that resulted in the patient expiration. Log files submitted showed power and flows decreased constantly over the past day. It was observed the patient had 96 pi events out of 116 lines of data up until the pump stop command was given on day 127 hour 20 and min 44 when the patient passed on (B)(6) 2019. No additional information provided.

Manufacturer narrative:
During the investigation of the returned product the incidental finding of thrombus was identified. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). Additionally, a direct correlation to the reported event could not conclusively be determined. The pump was returned assembled with the driveline (dl) cut 1.5" and 10" from the pump housing and the distal end was returned; however, the underlying wires were not present in the 8.5" segment. The inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(4), a small, pink, ring-like deposition was found surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while (B)(4) was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.